Event description:
It was reported that the pump became hot to touch, but no temperature alarms were recorded. There was no adverse impact to the customer¿s blood glucose level. The pump remained functional, and the caller was advised to monitor the system and contact support if the issue recurred.